Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 49 mg/dl. The customer was admitted to the hospital. The customer doesn't know the cause of low blood glucose. The customer was advised to speak to health care provider regarding the low blood glucose. Customer stated that there is nothing wrong with the pump.